Event description:
It was reported the insulin pump had air bubbles ever since she changed the device she has been having issues. Bubbles were removed by filling tubing manually. Customer's blood glucose was not provided. Troubleshooting was performed. No leaks noted. No further information reported.

Manufacturer narrative:
A complete analysis and testing of three sealed reservoirs and opened and used reservoir showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.